Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device also passed tone check and vibrate check on self test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 1 day. No audio/beep anomaly or vibrate anomaly noted. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using carelink. Device had minor scratched display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized 3 times due to high blood glucose on unknown date with unknown blood glucose. The customer was reported the blood glucose level of in the range of 500 mg/dl to 1000 mg/dl. The customer also reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.